Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartsring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomsis. No pt complications were reported by the hosp.